Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 08-apr-2025. Based on the available information, the failure description and similar complaints, most likely root cause is a software hang which requires a restart of the device. Unfortunately, without a return, the exact cause could not be determined. Because the product is not returned, the investigator concluded a single fault of the product. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. It is concluded, that all production related quality checks were passed. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after a procedure has started the system asks the systems needs a power system reboot and will not allow photos to be taken. The power cycle takes time, slows and means some patients need to be scoped twice. Cross reference: (B)(4).